Event description:
(2/2 reference (B)(4) for related complaints) per email (documenting cassette): it was reported that an upstream occlusion was experienced. Resvol 7.9, rate 2.2, given 92.1. Air in line, green flow stop. Patient not affected.